Event description:
Initial reporter indicated that they had been having continuous pain around their generator site. Reported that the pain is pretty bad and gets worse when they move. It was reported that they had this pain for the last couple of months and that they had soreness in the area when touched, but it wasn't until this past week of jan 25th that it had gotten really bad pain especially when she moves. The pt had no fall or trauma prior to the onset of the event. Additionally reported that her generator has migrated and that the pt had been admitted to hospital for the pain she was having. The pt wants to have their vns explanted and at this time is in the process of trying to obtain funding for the surgery. Using the magnet to disable the vns did not resolve their reported pain. The pt reported that when in hospital they were told that they had an infection somewhere in their body unk relationship to the vns. The pt has been discharged from hospital. Good faith attempts are being made for additional details about the reported events.